Manufacturer narrative:
This report is for an unknown screws: expedium verse fenestrated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown spinal procedure, the unknown expedium screw fell apart. When inserting the screw, it was noted that the screw head and screw shaft were separated. The procedure was completed using another device. There was no patient consequence. There was no surgical delay. This report is for (1) unk - screws: expedium verse fenestrated. This is report 1 of 1 for (B)(4).

Event description:
It was noted the procedure was a lumbar minimally invasive procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional product code: pml. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device product code: 186727745 lot number: 253657 it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 02.09.2019 the product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the mis ti cfx fen poly 7x45 had fallen apart due to the flex ball component being broken. The broken piece of the flex ball component was not returned. No other issues were identified. No new additional information can be added after reviewing the provided image. The dimensional inspection was performed and the device met specifications. The observed condition of the mis ti cfx fen poly 7x45 was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. A functional test could not be performed as the flex ball component was observed to be broken. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the mis ti cfx fen poly 7x45 was observed to have the flex ball component in the broken condition. The screw shank was hence fallen apart from the rest of the device. While no definitive root cause could be determined from the available information, it is probable that the flex ball component of the mis ti cfx fen poly 7x45 had broken due to exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.